Manufacturer narrative:
Issue was identified on maude database on september 20, 2016. There is no information as to who the reporter is and we are unable to obtain further information on the issue. There is no information on what product was used, when was the valve implanted or explanted. There is no valve returned for evaluation. Device not returned for evaluation.

Event description:
As shown in maude database: "caller advised she had ahmed tube implant placed in her right eye on (B)(6) 2015 for glaucoma. Six weeks post surgery, she went to see her surgeon and they realized a stitch did not dissolve and a fellow doctor removed the stitch. She immediately experienced corneal abrasion after the procedure. This brought on pain and her eye lids became heavy to open. The implant failed and was explanted (B)(6)2015. This left her with a 20-400 vision and affects her activities of daily living. Caller advised her depth perception is poor, as blurry vision and her corneal is damaged. This made her depressed and sees a psychiatrist. The color of her right eye has changed to blue due to the damage and she has to see a plastic surgeon to correct the issue with the eyelids. Caller is scheduled for a corneal transplant next month."